Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the blue and silver buttons can be pushed, but nothing happened. So, the load open and close function did not work. There was no patient involvement.